Event description:
This is the third of three reports (same product ID, same problem, different clamps). It was reported the swivel base has too much movement when it was locked. Also, the ratchet arm does that ratchet easily; it always stops. There was no patient injury.

Manufacturer narrative:
Integra has completed their internal investigation: methods: review of complaints history. Results: a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. A two year lookback in trackwise for this reported failure and or related to "too much movement " for this product ID shows that (B)(4) complaints were received including this conclusion: since device was not returned for evaluation root cause could not be determined.